Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) and confirmed the z galvo position 209 error. The fse resolved the reported issue by changing vertical overlap from 20 to 10, running test procedures with pocket and no pocket and no errors happened. The system met factory specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and a z alignment error message occurred. The surgeon attempted to complete side cut, but changed diameter which resulted in an incomplete and irregular flap creation in patient¿s left eye. The treatment was aborted. Patient is returning in two weeks to complete her photorefractive keratectomy (prk) treatment. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.00 x .00 x 90, left eye pre-op 20/20 -2.00 x .00 x 90. This report is for the patient interface lot # 60161103. A separate report is being submitted for the intralase laser.